Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that at the implant procedure the helix mechanism of this right atrial (ra) lead would not extend. A new ra lead was not used and a single chamber system was implanted with an right ventricular (rv) lead. No adverse patient effects were reported.